Manufacturer narrative:
Product complaint (B)(4). Investigation summary:no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: h6 (patient). No code available (3191) is used to capture insufficient information.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: dmf#: 13704. Trade name: gentamicin sulphate. Active ingredient(s): gentamicin sulphate. Dosage form: powder. Strength: 1.0g active in our cements. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to addressed loosening of the femoral component at cement to implant and bone to cement interface. Depuy cement was used. Also, it was reported that the adapter bolt +2/-2 and 5 degree adapter both broke, causing the tc3 femur to come loose away from the femoral sleeve. Doi: (B)(6) 2017, dor: (B)(6) 2020, affected side: right knee.